Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooling and heating unit was overheating. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) confirmed the unit would go into over-temperature condition when water temperature reach 32 degrees celsius. The fsr replaced the 43 degree celsius thermostat which corrected the over-temperature condition. Further investigation by the fsr discovered the solenoid valve was restricting water flow related to build-up on the diaphragm. The fsr cleaned and replaced the solenoid valve. After corrective maintenance was completed, the unit operated to manufacturer's specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.